Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump intermittently displayed an incorrect amount of insulin on board after delivering a bolus. Customer's blood glucose level was 165 mg/dl. Reportedly, the customer reverted to manual daily injections.